Event description:
It was reported, the video system center had a b40 error. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found due to damage on the main board, a b40 error code was displayed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that that b40 occurred due to main board failure. Olympus will continue to monitor field performance for this device.